Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple unexpected restart alarms on the insulin pump after changing the battery. The pump was not stored for a long time without a battery. The multiple plastic parts are also coming off the pump case. Customer would like to have a replacement pump.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected restart alarm or battery anomaly was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and broken battery tube threads.